Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Right bha was performed on (B)(6) 2017. Due to infection, head was removed on (B)(6) 2018.